Manufacturer narrative:
Initial 2 of 3. E1:name: tandem, address: 11045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusion set issues in which set fell off in roughly one hour after inserting as the set does not have enough stickiness event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.